Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00057: case 1, 3025141-2019-00058: case 2.

Event description:
Following implantation of an acutrak screw, the screw position was determined to be unacceptable; it penetrated the proximal cortex of the lunate by 1mm. The screw was removed in a revision surgery as soon as the fusion was achieved. Case 3. From: article: results of a method of 4-corner arthrodesis using headless compression screws. Ozyurekoglu, tuna; turker, tolga. American society for the surgery of the hand. Journal of hand surgery, volume 37a, march 2012.